Event description:
The user facility reported during priming stage, air bubbles appeared in the oxygenator and in the arterial line. Follow up communication with the user facility reported: (1) during priming, as soon as the head pump stopped for clamping lines, a huge amount of air bubbles appeared in oxygenator and in the arterial line; (2) it was tried several times to de-bubble the oxygenator and whole lines set, but results were all the same, at the time the pump was stopped; (3) no external fluid outflow from the oxygenator or arterial line was noticed; (4) the oxygenator was changed out; and (5) there was no patient involvement.

Manufacturer narrative:
Update to "no" device available for evaluation. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
Update to "no" device available for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and product sample of the involved product code/lot number combination. Visual inspection of the retention sample did not find any visible anomaly. A review of the device history record of the involved product/lot# combination confirmed that there was no indication of production-related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although an exact cause cannot be determined based on the available information there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).